Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, the right ventricular (rv) lead exhibited thresholds that increased to high levels. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.